Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a prime anomaly from the insulin pump. The customer that when the pump primes, it does not stop. The customer stated that insulin is squirting out during the manual prime process. The customer stated that they were not able to get out of the manual prime process. The customer declined to troubleshoot and wanted to submit a request for pump replacement.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime fill anomaly noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.